Event description:
A venatech lp filter was implanted in the pt in early 2007. In 2009, it was reported that the filter is located in the pt's right atrium. The pt is positive for a pulmonary embolism.